Event description:
Boston scientific received information that the patient implanted with this device system was presented for surgery for a fractured non-bsc right atrial (ra) lead. Upon fluoroscopy of the leads, it was noticed that this left ventricular (lv) lead had dislodged to the main coronary sinus body. The lv lead also displayed increased pacing threshold measurements. The lv lead was explanted and replaced without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.